Event description:
During a pacemaker check performed on (B)(6) 2013, high ventricular lead impedance was observed (>3000ohms). A change in the lead impedance behaviour was noted at the end of (B)(6) 2013 and some bursts with noise including pauses were identified to the ventricular channel. Preliminary analysis of the associated patient files suspects lead integrity or connection issue. It was recommended to the physician to evaluate the benefit of a re-intervention for the patient, so as to check the integrity of the ventricular lead and its proper connection. In the follow up performed on (B)(6) 2013 the subject lead was deactivated.

Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.